Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while the customer was performing a test on the cardiosave intra-aortic balloon pump (iabp) the display didn't work properly and they were unable to use the touch panel. No patient involvement or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and performed running test and the reported incident was duplicated. Based on the result of the running test, the stm suspected failure of the executive processor board and replaced this part. All functional and safety tests were performed without generating any problem, and the iabp was released for clinical use.

Event description:
It was reported that while the customer was performing a test on the cardiosave intra-aortic balloon pump (iabp) the display didn't work properly and they were unable to use the touch panel. No patient involvement or adverse event was reported.